Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary drawer kept failing. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 14-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the drawer failed frequently. A field service engineer (fse) reported that no failures were observed upon arrival. The matrix drawer, which housed the return bin, had been intermittently failing over the past week. The fse asked the customer to open the drawer and discovered that the screws at the bottom of the bin were loose, potentially causing the drawer to catch and malfunction. The fse then tightened the screws completely, opened the back panel, inspected all cabling, and reseated the pixie bus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.